Event description:
It was reported the pt was a (B)(6) female with mitral insufficiency and myocardial revascularization. The event occurred in the intensive care unit. At the time, the physician was placing the plastic protector on the catheter, he felt resistance, although the catheter was placed. When checking the inflation of the balloon, the balloon appeared broken. There were no reported delays, complications or injuries to the pt. Another catheter was used and placed successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.